Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump became distorted. The reported blood glucose reading was 123 mg/dl. Nothing further was reported.